Event description:
It was reported that the ilet pump detached and fell when the user¿s pants were lowered, resulting in a cracked display screen; the device continued to function and deliver insulin, but the screen was visibly cracked, and later an on-pump alert indicated insulin delivery stopped with a "check tubing" message despite no occlusion alarm and an intact, filled infusion set and non-bent cannula. Symptoms included hyperglycemia up to 366 mg/dl with thirst and headache in one event, and hyperglycemia to 300 mg/dl in a separate event without additional symptoms. Outcomes included transient hyperglycemia lasting about two hours in both events, with no ketone testing, no medical intervention, and recovery after infusion set change and continued therapy. Investigation included guided troubleshooting of the infusion set, tubing, and cannula, along with recommendation for backup therapy and replacement of the ilet device. Investigation of this device revealed mechanical damage to the display from accidental drop and a subsequent temporary insulin delivery interruption that resolved after infusion set replacement, with no evidence of occlusion or device leak. It was concluded, based on previously established findings for similar reports, that the cause was user-handling damage leading to screen breakage and a probable infusion site or set-related interruption, with the device otherwise operating as designed.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.